Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3095-10, serial# (B)(4), implanted: 2011-(B)(6), product type extension. (B)(4).

Event description:
It was reported that the patient had microhematuria. The etiology was new illness or injury. It was reported that the intervention was surgical treatment of diagnostic cystoscopy that was negative. The outcome was resolved without sequelae on 2013-(B)(6).